Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No adverse patient effects were reported.